Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing got seized. The likely cause of failure couldn't be determined. It was also noted that the tube is corroded and color band is faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. At the time of the report, there was no known impact to the patient. Additional information was received stating that distal bearings were seized, internal tube was corroded andcolor band and laser markings were faded during evaluation.